Event description:
A customer contacted beckman coulter, inc. (Bci) regarding a false negative (-) total bhcg (tbhcg) result generated by the synchron lx i725 instrument for one patient. A patient sample was tested for tbhcg and a result of 0.24miu/ml was reported out of the lab. The sample was retested and repeated result was 12,373miu/ml. A sample from this pt was tested for tbhcg two days ago on a different instrument in the customer's lab and a result of 7,513miu/ml was obtained and reported out of the lab. The sample gave a result of "approx 7,500miu/ml" upon repeat. A third sample was tested on the lxi instrument and a result of 12,496miu/ml was obtained. The different instrument generated result of "approx 12,000miu/ml". There was no effect to pt in connection to this event.

Manufacturer narrative:
Qc was within specifications during the time of the event. A system check performed in 2008 met specifications. The specimens were collected in 13 x 100 greiner sst tubes and centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed hardware verification tests. The fse conducted precision and diagnostic testing and both met specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.